Event description:
It was reported that approximately six weeks after implantation of a vena cave filter during the scheduled retrieval, a detached filter limb was identified in the ivc wall. A snare device was used to successfully capture and retrieve the filter and the detached filter limb. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.